Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: it was detected a bone cement with the pipette broken inside. Attached photos. "The" was not an adverse event. Product information: ref. 3102040; lot 8723766.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Total for lot number: 1 (pc-000258904) complaints received by (B)(4) in the last 12 months for this issue ¿ by product code: 1 by product family: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.